Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a new device put in today. The patient was under anesthesia and did not know how to use the external devices. The general use of the communicator and handset was reviewed with the patient. The patient reported they were not feeling the therapy was helping them right now because it was too far back in their rectum area and if they leaned over to their left side they were feeling it too much in the rectum and that was too much on their sciatic nerve. The patient had a bad sciatica nerve from a wreck they had in the past and it was going to inflame that side of the nerve. The patient stated they needed to feel it more in their front part. The patient was not happy with where the doctor put the device. The patient also reported that they were programmed while laying down and they knew that they did best when programmed in a standing position. The patient could feel stimulation in the buttock and the patient felt the programming needed to be changed. It was recommended that the patient consult with their managing physician before making changes to programs. The patient said they had an appointment scheduled with their managing physician on december 23rd so they intended to just play around with it themselves in the meantime and mentioned they did not follow their healthcare provider's (hcp). The patient stated they were not sure if they were eligible for mris as a result of an abandoned lead. It was recommended that the patient discuss MRI eligibility with their managing hcp at their post-operative appointment. Additional information was received on 2024-dec-09. The patient called back and reported they were still having the same bladder issues and they couldn't make it to the bathroom. The patient stated if they turned the therapy up it was affecting their leg and they were having a hard time controlling their leg. The patient said they had a big hematoma on that leg and on the side of the leg and the stimulator vibrated the leg. The patient mentioned they were under anesthetic when the information of the devices was provided and that was not a good time for them to do it when they were coming up out of the anesthetic. The patient noted they still couldn't use an MRI because they had a broken off lead in the right hip from the old titanium. The patient also mentioned that their body was becoming less inflamed today and that they could turn it back down to 5 if they needed to but they knew how to work it and they had already talked to the manufacturer on the technology side. The patient confirmed they knew how to use the external devices and they already knew about the 4 programs. The patient then stated that program 4 didn't seem to work and they could not even pick up 4. The patient was redirected to their hcp to further address the issue(s). The patient would maintain stimulation level and would continue to track symptoms.

Event description:
Additional information was received from the patient. They reported that everything was going great. The patient stated their bladder had calmed down; it was a little rough for a while. The patient stated it was because they also did some biopsies on their bladder at the same time. The patient stated the physician's assistant (pa) changed the settings and added another setting, and that the settings seemed to be working better. When asked if it wasn't working in the beginning, the patient didn't answer. The patient stated they put the old settings from their old device, and the patient thought it was working. The patient stated they took about six biopsies out of their bladder, and they didn't know that until they went to the follow-up. The patient stated that's what the problem was; it wasn't that the machine wasn't working, it was that their bladder was irritated. The biopsies all came back negative, but they tested positive for a urinary tract infection, which was why they had blood, and it was irritated, burning, and they were having spasms. The patient stated they had irritated the heck out of their bladder. The patient said at first the device was so much stronger than their other device, but after a month they were all fine; the new device was at a higher setting. The patient stated they put it in a different place. The patient stated they kind of had a hard time finding it where it was not at the back of their leg, but they finally found it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.